Manufacturer narrative:
(B)(4). The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. End cap missing in the cutter machine noted.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. The customer's mother stated that the insulin pump alarmed motor error during bolus delivery. The customer's mother stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.